Event description:
Medics were treating an elderly male pt who was experiencing a cardiac arrest. The medics defibrillated the pt four times at 200j and twice at 360j. The unit and electrode appeared to function properly during each defibrillation attempt. The pt was resuscitated and transported to a facility. When the staff removed the pads they found a reddened area on the pt's skin where the electrodes had been placed. The pt expired some time later. There is no indication that the skin reddening is related to the pt outcome.